Event description:
A malfunction was reported on the customer's pump, with a malfunction code displayed as malf 16. There was no reported impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump; however, the malfunction code recurred. Consequently, technical support arranged to replace the pump, and the customer agreed to use multiple daily injections (mdi) as a backup therapy. The customer was informed about receiving a replacement pump with updated software, confirmed the shipping details, and understood the instructions for returning the faulty pump.